Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# v989275, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Patient code: pertains to the ipg (B)(4) and lead (v989275). Device code pertains to the ipg (B)(4). Device code pertains to the lead (v989275). Evaluation conclusion code pertains to the lead (v989275). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacturer¿s representative (rep). The rep reported that the patient presented pre-operative for a battery replacement. The rep reported that when they read the battery and performed an impedance check and it was found that the 0 electrode had impedances over 4000 ohms in all 4 combinations. The rep reported that no troubleshooting was performed because the patient¿s programming was not utilizing the 0 electrode. No further complications anticipated.